Manufacturer narrative:
Manufacturer's reference: sf (B)(4). Trended case device investigation conclusion: the rear housing has too little glue to keep housing and receiver parts adhered together, thereby causing the rear housing and receiver to separate. Clinical assessment concluded: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Manufacturer's investigation is final. This is a combined initial and final report

Event description:
On an unknown date in (B)(6) 2022 the receiver broke during normal use when removing the device from the ear. The receiver was left in the member's ear and nurse (family member) reportedly removed it. No harm was caused. No further follow up information expected.